Event description:
The user received a falsely low hcg result for one patient sample. The initial result was 1.47 iu/l, repeat results were 36.45 and 36.32 iu/l. The initial result was not reported outside of the laboratory. The hcg reagent lot number was 156661. The service representative was not able to determine the cause. He replaced the liquid level detect circuit board and adjusted the liquid level detect voltage. To verify the analyzer operation, he ran performance tests with normal results.

Event description:
Same case as MFR ID#: 2134265-2010-01972, 2134265-2010-02306. It was further reported that the 3.0x24mm taxus liberte stent was post dilated with a 3.5x12mm quantum maverick balloon at 14atm for 14 seconds and 16atm for 10 seconds. The balloon was removed so the vessel could be visualized and was reinserted and inflated at 20atm for 18 seconds. The dissection noted following post dilation was reported to be an edge dissection.

Manufacturer narrative:
A specific root cause could not be identified. Performance tests were within specification. Calibration and qc did not indicate an issue. The (B) (4) adjustment performed by the field service representative may have resolved the issue.